Manufacturer narrative:
No service has been requested for the system in response to the reported event; therefore, an onsite assessment of the system was not performed. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that during cataract surgery with intraocular lens implant for right eye in a male patient, during the procedure parameter level was selected on the touch screen of the device, the touch screen tap was inconsistent with the command position recognized by the device, and the command could not be correctly received for adjustment, original plan was to choose the 3-level nuclear mode, and the actual 2-level nuclear mode was used for surgery, resulting in relatively low energy used in the operation, low phacoemulsification energy, and small suction flow rate after many taps. Operation has no impact on the patient, the operation is successfully completed, there are no complications and adverse reactions.